Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) is not receiving effective stimulation. The patient contends his therapy coverage has changed. Efforts to resolve this matter via reprogramming have been unsuccessful thus far. Surgical intervention will be undertaken at a later date to address this issue.